Event description:
It was reported to philips that the device failed to power up on ac power. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer refused service.

Event description:
It was reported to philips that the device failed to power up on ac power. Upon initiation of this case, a quote was provided to the customer for service options that were available for the device. Following the initial quotation, no response was received from the customer and service was subsequently cancelled. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not completed and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to power up on ac power. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.